Manufacturer narrative:
The user is known to be experienced and the system they are using is brand new. The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward add'l info to the FDA.

Event description:
The customer reported that the leksell multipurpose stereotactic arc system seemed inaccurate. In two cases the electrode ended up off target. One event (surgery on the left side) the deviation was 2mm posterior - this is a larger deviation than expected. The second event a patient was operated on the right side the deviation was 3mm for one treatment and 2.3mm for the subsequent treatment.

Manufacturer narrative:
The results of the final investigation conclude that no malfunction or design errors could be identified on the leksell multipurpose stereotactic arc that could explain the reported deviation. The manufacturer concludes from tests undertaken that the product is performing as intended. This is the manufacturer's final report.